Manufacturer narrative:
Section h6 - corrected. Manufacturer's investigation conclusion: it was reported that the patient was admitted for a transplant evaluation. No device related issues were reported. The submitted log file showed the pump appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a - all known patient information was included. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for transplant evaluation. The log files were reviewed and found a no external power event on (B)(6) 2024 with multiple associated alarm types. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The log files also captured intermittent odd strings of low voltage advisories while on battery power & on the white power lead. It was instructed that the batteries, battery clips, system controller, and white power leads be inspected for wear and tear.